Event description:
A patient contact reported to fresenius this male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced an infection at the pd port and catheter area. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient's pd registered nurse reported this patient experienced a persistent tunnel infection since (B)(6) 2020. The patient was not hospitalized for this event and was prescribed by the outpatient clinic intraperitoneal (ip) vancomycin (unknown dose, frequency, and duration) multiple times (dates unknown) throughout the course of this refractory infection. It was reported the recurrence of the infection was directly attributed to the pd catheter (not a fresenius product) entry site rubbing against their beltline, whereas the infection colonized on the cuff of their pd catheter. The site infection produced purulent drainage from their pd catheter exit site. The drainage was cultured in the outpatient clinic multiple times (dates unknown) presenting no growth following the initiation of vancomycin. The patient underwent an outpatient procedure to replace his pd catheter on (B)(6) 2021 and was transitioned to in-center hemodialysis (hd) through a central vascular catheter to allow the site to heal. It was confirmed the patient's refractory tunnel site infection and the associated treatment and outpatient procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continued hd therapy on an in-center basis following this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).